Event description:
The surgeon attempted to insert an aq2003v silicone three-piece lens but the lens wouldn't advance properly in the cartridge. There was no pt contact or injury. The reporter stated it was unk if the lens was damaged.